Event description:
A user facility secretary reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not restart treatment after the event. It was reported that the patient experienced an access blood clot and therefore did not complete treatment on the day of the event. The secretary stated that the blood clot was unrelated to the reported blood leak event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Therapy date the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility secretary reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not restart treatment after the event. It was reported that the patient experienced an access blood clot and therefore did not complete treatment on the day of the event. The secretary stated that the blood clot was unrelated to the reported blood leak event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 plant investigation: one dialyzer from the reported lot was returned without the overwrap for evaluation. The dialyzer was returned with corporate provided adapter and blood port caps attached. A sticker with the patient's information was returned on the dialyzer. The fibers were wet with blood throughout, and blood was present within the header caps. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, there was nothing remarkable noted that would have contributed to the internal blood leak. A bubble point leak test was performed on the returned sample. No leaks detected. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility secretary reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not restart treatment after the event. It was reported that the patient experienced an access blood clot and therefore did not complete treatment on the day of the event. The secretary stated that the blood clot was unrelated to the reported blood leak event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.